Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump also had a missing end cap sticker.

Event description:
It was reported that insulin was shooting out during the manual prime. Troubleshooting was performed, and the insulin pump passed the prime test. However, the insulin pump was unable to get out of the prime screen. Nothing further was reported.